Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
My cardiologist assigned your product for me to wear 21 days, after about the first week I could feel what I thought were light shocks in the area it hurt so bad that I removed it. I decided to put it back on the next day, only to experience worse irritation, now it has left me with a permanent burn spot above my breast, I am embarrassed and emotional about my complexion, and this has left me suffering! I stopped using it after 10 days, which only 5 or 6 I actually wore it. I have nerve had a problem with allergic reaction or sensitivity to any kind of creams or plastics, that sensor has some sort of electrical component that shocks. After retrieve the claimed ECG sensor for further fa investigation, retesting of sensor has pass the electrical safety requirements. And based the visual marks patient provided, it is concluded that the irritation is most likely from adhesive incompatability.